Event description:
A healthcare worker complained of breathing difficulties, chest pain, and headache while disinfecting a scope with disopa solution. The worker went to the ER and was treated with a fluid replacement intravenous drip. The physician advised the worker to rest and was prescribed steroid. The worker was wearing a mask and eye protection when the event occurred. It was reported the room had no window and poor ventilation.